Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient has been having incontinence. The caller indicated that this had happened one time before, but it only lasted for a day so the patient was not sure if the device quit working. The caller further reported that the patient has to pee constantly. The caller reported that the patient does feel stimulation a little when sitting down, but then later the patient stated that they did not feel stimulation. The consumer mentioned that one time the patient's husband increased stimulation, but he increased it too high. The patient was able to turn stimulation down to a comfortable level. Therapy was confirmed to be turned on at the time of the call and was set to 0.8, but the patient was not sure how it got to this setting because it was at 0.8. When asked about any electromagnetic interference (emi) which could have contributed to the change in therapy the patient mentioned that they took a trip and went through a metal detector and the patient wondered if this caused the therapy to turn off. It was reviewed with the patient that the programmer is currently showing that stimulation is turned on, but after further discussion the patient explained that they were confused about the difference between stimulation on and off buttons and the patient programmer (pp) power/backlight button. The caller indicated that the patient thought that when they were pressing the stimulation off button they were just turning the pp off. The patient then reported that this was likely what was causing the problem and suspected that they accidentally turned stimulation off. The patient indicated that they thought that the buttons were misleading. The patient then stated the ins can be hard to find at times, but it is easier to find when they are sitting and the patient wondered if the ins could be too deep. The patient's symptoms were reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed help using the patient programmer to turn the ins on. Patient reported that in (B)(6) 2017 they went to (B)(6) to see their sister. Patient stated that when they go through airport security, where they put their hands up, it sometimes increased stimulation. Patient reported their settings increased to 2. Something. Patient stated they also used the wand on them. Patient reported about 5 months prior to report, they went to the courthouse a couple of times, the patient felt uncomfortable on their left side and turning up stimulation on leg and sciatica. Patient shut off the implant and the pain went away. Patient was able to get up and walk easier. During the call the patient confirmed stimulation was already on. Patient reported they could feel the stimulation at the implant site when the antenna was on the skin. Patient stated it felt comfortable. Patient stated their stimulation was usually in the bicycle seat area. Patient was on program 1 at 0.0 and increased to 0.4. Patient programmer buttons were reviewed. Patient stated that it was confusing that the middle blue button turned off the ins not the programmer. Patient was redirected to their doctor if their symptoms continued. Patient reported this to the manufacturer representative about a month ago, the representative told them to turn the ins off when traveling through the airport. They also said that program 1 might be triggering something and the patient could try program 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.